Event description:
It was reported that the right ventricular (rv) lead had high pacing threshold with high lead impedance. The rv lead was capped and left out of service inside the patient. A new rv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, (B)(6) 2005. (B)(4).